Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2024-03038.

Event description:
As reported, approximately 3 years and 10 months post the previous left revision, the patient was revised again because the patella fell out and had to be bone grafted due to osteolysis of the patella. The patient will require an additional surgery to repair the patella once the bone graft has grown new bone. 30cc of bone graft was used to graft the patient's patella. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: (B)(6) 02-010-06-0240 - tru cc femoral size 4 left. (B)(6) 02-010-06-0541 - tru post. Aug. Size 4, 5mm. (B)(6) 02-010-06-0541 - tru post. Aug. Size 4, 5mm. (B)(6) 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. (B)(6) 02-012-60-1440 - tru stem ext 14mm x 40mm. (B)(6) 02-012-60-1440 - tru stem ext 14mm x 40mm. (B)(6) 204-70-00 - tibial stem ext. Screw. (B)(6) 208-05-04 - cc distal fem augment sz 4, 5mm. (B)(6) 208-05-04 - cc distal fem augment sz 4, 5mm.